Manufacturer narrative:
This supplemental report was created to update the correct serial number and d6b explant date.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection and erosion. There was no additional adverse patient effects were reported. This lead was explanted.

Manufacturer narrative:
This supplemental report was created to update the a: patient information.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection and erosion. There was no additional adverse patient effects were reported. This lead was explanted.

Manufacturer narrative:
This supplemental report was created to correct d4: serial number.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection and erosion. There was no additional adverse patient effects were reported. This lead was explanted.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection and erosion. There was no additional adverse patient effects were reported. This lead was explanted.